Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 17 mg/dl, which was treated with orange juice. The customer also reported receiving blood glucose and sensor glucose readings that were up to 200 mg/dl apart from one another. The customer also reported receiving sensor errors. The customer was advised that the sensors would be replaced but did not return the products for analysis.